Event description:
Information received from the field does not address the patient's clinical status but notes that the patient had a strenuous job lifting heavy countertops. The patient did not feel well after one such incident of straining and stretching. The lead exhibited oversensing and 200 ohms impedance. The ekgs showed pauses and occasional noise on the intracardiac egms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received